Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in excellent condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Unable to upload from ehl due to the constant error alarm code 45639. Device was powered on and the self test process had failed. This was a result of the main board not operating as intended. The problem source however has been determined to be unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited ec 45639. No reported adverse effects.